Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patients concern of the device. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patients concern of the device. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.4, d.6b, d.9, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.